Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a webster 4 pole catheter and the catheter knotted on itself. They could not untangle it. The catheter was removed together with the sheath. The catheter was replaced and the procedure was completed successfully with no patient consequence. Additional clarification was requested on this event. A picture was provided of the catheter which reflects that the catheter integrity was also compromised. The catheter described as knotted on itself was assessed as a reportable malfunction as it poses a risk of damage to the vascular structures of the patient. The picture submitted which reflects that the catheter integrity was compromised was also assessed as a reportable malfunction. The risk to the patient was critical due to the potential of thrombus from exposure of the internal catheter.

Manufacturer narrative:
Additional information was received on the event on april 12, 2016. This procedure was performed without carto support. This was a planned pacemaker implant procedure with an ep study. The pacemaker implant was not a result from the incident of the catheter being knotted. No ablation or mapping occurred in this procedure. (B)(4). It was reported that a patient underwent a procedure with a webster 4 pole catheter and the catheter knotted on itself. They could not untangle it. The catheter was removed together with the sheath. The catheter was replaced and the procedure was completed successfully with no patient consequence. Additional clarification was requested on this event. A picture was provided of the catheter which reflects that the catheter integrity was also compromised. The catheter was visually inspected and a knot was not observed; however damages were found on the electrodes as well as exposed wires. Per these conditions, the catheter outer diameters were measured and it was found within specifications. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. An r&d feedback was requested regarding the failure mode reported by the customer and based on the catheter characteristics, it is very unlikely that this particular catheter malfunction will occur during the procedure. Further information was requested regarding the condition of the catheter; however it has not been available for biosense webster inc. The device history record (DHR) cannot be reviewed due to no lot number was provided. The customer complaint regarding a catheter knot cannot be confirmed. The root cause of the electrode damages observed cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster inc. Processes.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/31/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).